Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix stent graft system (one (1) ovation ix main body and two (2) ovation ix iliac limbs). Approximately one (1) year post initial procedure, a type ii endoleak (non-device related) was identified. This was treated with the implant of an ovation ix iliac limb and an ovation ix extender. Approximately one and a half years (1.5) post-secondary, a type ia endoleak was identified at routine follow-up. Reintervention was completed with the implant of a cook medical (non-endologix) zfen stent-graft (reported under MFR# 3008011247-2018-00154). Approximately three (3) years post-reintervention, the patient was treated with unknown devices for a type ib endoleak of the right common iliac artery. At the time of this reintervention patient status was not reported to endologix.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak with additional endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. It should be noted that the revision of a previously placed graft is a cautionary product use condition. The final patient status was reported to be discharged home on post operative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233.. H6: investigation conclusion codes - remove code 11.